Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer received tips from technical support for preventing altitude alarms, acknowledged the guidance, and was able to resume insulin with original cartridge.